Event description:
It was reported that during a wedge resection lung procedure, at the 3rd firing, the device cut without stapling. Had to open the pt due to bleeding.

Manufacturer narrative:
H.4., h.6.: info anticipated, but unavailable at this time.